Event description:
Pt self tester reports discrepant results with meter compared to another meter and lab. Date: (B)(6) 2010, pt inratio: 3.2, lab: 2.3 (approx 10 mins between draws). Date: (B)(6) 2010, patient inratio: 3.2, md inratio: 3.0, lab: 2.5.

Manufacturer narrative:
Investigation pending.